Event description:
This event was reported to sunrise customer svc via a phone call from (B)(6) from (B)(6) on (B)(6) 2006. (B)(6) reports that the right front leg of the walker allegedly broke at the bottom cross brace underneath the screw. The end-user fell on top of the walker and cut his hand. The end-user is a diabetic. End-user is currently in the hosp for unrelated tests and his hand will be checked during that time. The unit has not been received for eval by sunrise medical.